Manufacturer narrative:
The reported event, switching gears between drill and ream, was not confirmed. During the inspection the service tech, mechanical engineer, and diagnostic engineer were not able to observe the reported comment, and the device met all qip and performance specifications regarding the reported event. There was no failure found. The device was not repaired but returned to the customer.

Event description:
During a case the system 7 dual trigger rotary kept switching modes between drill and ream when they were is ream mode. The case was completed successfully with this unit.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
During a case the system 7 dual trigger rotary kept switching modes between drill and ream when they were is ream mode. The case was completed successfully with this unit.